Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress factors, and including chemical damage, deterioration of the insertion part snake tube due wear and tear damage with customer mishandling and with increasing usage over time. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: instruction manual_ureteral videoscope urf type v chapter 2 names, functions and specifications of each part 2.3 specifications insertion part_flexible part outer diameter_f3.3mm(9.9fr). Chapter 3 preparation and inspection be sure to perform the following preparations and inspections before use. Also, check related devices used in combination with this product according to their "attachments" and "instruction manuals". If any abnormality is suspected during inspection, take action according to "chapter 11 troubleshooting". If any abnormality is still suspected, do not use the endoscope and send it for repair according to "11.3 sending the endoscope for repair" on page 93. Using an endoscope with a suspected abnormality may not only cause it to malfunction, but also damage the device or injure the patient or the operator. Chapter 4 usage 4.1 insertion of the endoscope when using a ureteral access sheath when using a ureteral access sheath, please refer to the ureteral access sheath "package insert" and "instruction manual". [Notice] do not insert/remove the sheath with the bending part applied, or bend the bending part while it is inside the sheath. The insertion tube may be damaged. Use a sheath with a sufficiently large inner diameter (12 fr. Or more) relative to the outer diameter of the insertion tube. Forcibly inserting the insertion tube into a sheath with a small inner diameter may damage the insertion tube. When inserting an endoscope, match the bending direction of the bending section of the endoscope with the bending direction of the sheath. The bending part of the endoscope may be damaged. A small crushed stone may get stuck between the sheath and the endoscope insertion section, preventing the endoscope from being pulled out of the sheath. In this case, pull out the sheath together with the endoscope. Forcibly pulling the endoscope out of the sheath may damage the covering material of the bending section. Do not forcefully press the insertion part of the endoscope against the sheath cap. The insertion tube may be damaged. Hold the endoscope close to the sheath mouthpiece and slowly insert it in the axial direction of the sheath. Forcing the endoscope into the sheath may damage the device. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally reported that following the use of his olympus uretero-reno videoscope, that hadn¿t been used in approximately 3 years, he noticed that the covering/coating material had been town between 20 and 40 cm from the insertion part. Additional details relating to the patient and the event have been requested, but no response has been received at this time. The initial reporter confirmed that there were no complications during use, no patient harm, and no foreign body in perfusate as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The coating was found town between 20 and 40 cm from the insertion point. Despite the physical abnormality, there were not issues noted during the functional testing of the subject device ¿ the bending mechanism was functioning properly, and the image was present without fault. If additional information becomes available following the device evaluation, a supplemental report will be filed.